Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the balloon on the catheter would not stay inflated inside the body. The balloon catheter was removed and did not stay inflated outside the body. The catheter was checked for leakage and the leak could not be located. The catheter was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. The analysis indicated that the mechanical operation of the balloon catheter had leaks and/or was incontinent. The analyst noted the full catheter was returned with the syringe affixed on the balloon valve and the valve in the open position. There is blood on the balloon valve. The catheter leaks air at 9.7 cm from the proximal end of the catheter at the shaft strain relief, leak occurs between the shaft and the strain relief. It appears to be lack of adhesive bonding between the strain relief and the shaft. If information is provided in the future, a supplemental report will be issued.